Event description:
(B)(6). It was reported that following a coronary artery stenting procedure the patient experienced chest pain and elevated tropinin. The patient presented due to stable angina (ccs class 3) and was referred for cardiac catheterization. Angiography results are not available at this time. The target lesion was located in the proximal left anterior descending (prox lad) with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with placement of a 2.75 mm x 12.0 mm taxus liberte stent. Residual stenosis was 0%. The next day, the patient developed chest pain with elevated troponin. The patient was treated with medication and a target vessel re-intervention was performed 3 days later. The event was considered resolved without residual effects 4 days post index procedure.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of her husband alleging that a one touch ultra 2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, and was able to obtain/verify information. The reporter tests the patient's blood glucose 2-3 times a day. According to the reporter, the patient's normal/expected blood glucose levels are around "109-150 mg/dl." Currently, the patient manages his diabetes with his diet. During the time of concern, the patient was taking a single set dose of nph insulin once a day regardless of his meter readings. The reporter indicated that the alleged issue started on (B)(6) 2010, at 7:00 pm. The reporter claimed that the patient started getting higher than normal meter readings such as "170, 176, 189, and 204 mg/dl." Due to the alleged issue, the reporter claimed that the patient skipped eating meals on a few occasions. The patient reportedly did not modify his insulin regimen during the time of concern. As a result of the alleged issue, the reporter claimed that the patient suffered several hypoglycemic episodes at various times during the day and night. In 2 cases, the reporter mentioned that the patient developed low symptoms of sweating, fatigue, confusion, and disorientation. In some episodes, the reporter claimed that she tested the patient's blood glucose while he was hypoglycemic and got results of "139 to 180 mg/dl." The reporter treated the patient with water and orange juice in each event. The treatment helped to relieve the patient's symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.